Event description:
It was reported that patient underwent shoulder procedure in 2007. Three (3) arthrorivets fractured during insertion resulting in a 20 to 30 minute delay in procedure. Surgeon went from arthroscopic procedure to open shoulder to complete procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA.